Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the infection was not known by the rep as it was prior to the patient moving. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome, chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the patient got an infection after the initial implant in 2009. The rep reported that the physician attempted to re-implant, but they could not due to scar tissue, so the patient was referred to a neurosurgeon who implanted the paddle lead. No further complications were reported. Follow up was conducted.